Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user inquired about meal announcements and delays in blood glucose (bg) correction. The highest blood glucose (bg) recorded was 250 mg/dl. The agent explained that announcing multiple meals close together helps the ilet learn dosing needs and that corrections may take up to 90 minutes as the pump adjusts gradually. The user reported eating fruit snacks without added carbohydrates and noted of not having a pancreas. Blood glucose (bg) was corrected by allowing the ilet to deliver corrective insulin. No symptoms were reported during the event, and no outside assistance, or medical intervention were reported at the time of call.